Manufacturer narrative:
Leak.

Event description:
It has been reported in a service report that the fowler cylinder is not holding up the fowler. It was further reported that the cylinder was leaking. No adverse consequences were alleged.